Event description:
Device complications: difficult to deploy, physical resistance, stent implanted at unintended site. Time of complication: during the procedure syptoms: none. The absolute stent was being used in the left iliac (off label use). The thumbwheel jerked and the stent jumped forward deploying in an unintended site. Despite the stent location, the physician felt the stent placement had adequately covered the lesion and intervention was unnecessary. Another stent successfully deployed in the same vessel, but different site. No additional information was available.